Event description:
No additional information.

Manufacturer narrative:
Investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24075027. The feedback provided by the customer states that, "found to be clogged before use and could not be used properly." Further information from the customer has stated that the reported defect was identified during pre-filling the flush/kdl syringe which has luer interface. The drugs were not placed in the refrigerator and the customer has confirmed that there were no visible defects to the device i.e., cracks, flashes, kinks. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: before use, it was found that the head end was blocked and could not be used normally. Additional information received from the customer: please confirm that the reported defect was discovered during prefilling or infusion? = found at the time of pre-charging. Can you confirm what medication you are injecting? = it is not possible to confirm the infusion of drugs at that time, geriatrics can you confirm if the medication is stored in the refrigerator? If yes, did you bring it back to room temperature before use? = the medicine is not placed in the refrigerator. Can you confirm the make and model of the connected product? = flush/kdl syringes if possible, can you also send us the connected product to assist with the investigation? = samples cannot be sent. Can you confirm that the device has any visible defects such as cracks, burrs, kinks? = none. Can you confirm if the connection product uses a luer interface or a luer lock interface? = luer interface.